Event description:
The customer reported erratic results on multiple assays, for sixty-two patients, and quality control (qc) was not within specifications, on two separate days involving the unicel dxi 800 access immunoassay system. This is report two of two. Subsequent testing of the patient samples recovered results that were either erroneous or did not meet the precision claims of the assays. The erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered gel on the sample probe and the wash buffer cubetainers had been improperly calibrated allowing one to run dry. This affected the probes as they were improperly washed. The fse also noted the peristaltic pump tubing was very compressed and the aspirate probes were out of alignment. The fse recalibrated the wash buffer drawer for the cubetainers, replaced the peristaltic pump tubing, and performed peristaltic pump cassette modification. The fse also replaced reagent pipettor #1 and realigned the aspirate probes and reagent pipettors. The fse then performed high sensitivity system check which failed the foam portion. Upon further inspection of the instrument, it was discovered the mixer gripper spinner, under the substrate probe, was broken. The fse replaced the broken spinner and performed another high sensitivity system check which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. Pipettor, spinner. This medwatch report is related to MDR 2122870-2012-01786.